Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and could not be closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A technical support specialist (tss) found that full height cubie drawer 3 was stuck in the open position, obstructing access to medications. Upon inspection, it was determined that the left drawer slide was faulty, and the ball bearing race had come out of the track, causing a complete failure. The fse replaced the drawer slides on both the left and right sides of the drawer, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.